Manufacturer narrative:
Six opened knives were received in a tray for the report of does not cut well. Four of the six knives were received with foam blade protectors. The returned samples were visually inspected. Three samples were found non-conforming with damaged tips, one sample was found non-conforming with a damaged tip and damaged cutting edges, and two samples were non-conforming with damaged tips and slightly dull cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product (B)(4).

Event description:
An administrative technician reported that the tip of the blade does not cut well. There was no impact on the patient. Additional information has been requested, but none has been received to date.